Event description:
Per the clinic, the patient experienced skinflap breakdown (date not reported) at the implant site, resulting in a decision to explant the device. The device was explanted on (B)(6), 2015. The device has not been made available for analysis as of the date of this report, (B)(6), 2015.

Manufacturer narrative:
(B)(4). The device is unavailable for analysis.

Manufacturer narrative:
This report is filed (B)(6) 2015.